Event description:
During a tfn procedure, the lag screw would not advance into the 135 degree nail using the 130 degree jig. Surgeon removed the lag screw and nail and replaced with 130 degree nail using the 130 degree jig. Procedure was completed with no further problem and no reported harm to patient. This report is #2 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.